Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of receiving inappropriate shocks from the device. In the most recent episodes, the inappropriate shocks were caused by t-wave oversensing when the heart rate was about 180 bpm. Previous inappropriate shock episodes had shown a morphology change that appeared to be bundle branch block (bbb), and at the time it was determined that keeping smart pass programmed off provided better management of this morphology. In the current treated episodes, this bbb morphology was not present; however, an untreated episode that was stored one day before the treated episodes did show the bbb morphology. Technical services reviewed the available data and discussed performing troubleshooting in the secondary sense vector, as the device had always used the primary vector, to see if the morphology change could be created and also to test the vector at higher heart rates. Data was provided to engineering to simulate the current inappropriate shock episodes with smart pass turned on, to see if the t-wave oversensing was better managed. No adverse patient effects were reported outside of the inappropriate shocks received. The device remains implanted and in service. Engineering simulations found that the inappropriate shock would still have been delivered in the primary vector with smart pass on and off. However, analysis of the data did show a better heart rate calculation with smart pass on and programmed to the secondary vector. Therefore, it was again recommended to perform troubleshooting with patient movements and posture changes to fully evaluate sensing with the secondary vector. Additionally, x-rays and a new screening to evaluate system placement could be considered.